Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap rectopexy - ''I had it issues where I could not open pdf documents, hence the slight delay in getting this to you''. Ms (B)(6) (colorectal surgeon) was using numerous instruments during the rectopexy such as harmonic, graspers and scissors. During the procedure, ms (B)(6) noticed a piece of rubber inside of the patients abdomen. The piece of rubber was removed from inside the patient. After the procedure, the trocar was examined and noticed that the rubber had come away from inside of the seal housing unit. The trocar has been kept to one side and awaiting 'a box within a box' to be sent asap please. Patient status - n/a. Type of intervention - n/a.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was not returned. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical has opened a corrective and preventative action to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.